Event description:
Per received report: after unsuccessful attempts to detach the coil, the coil was withdrawn. During withdrawal, unintended detachment occurred in the microcatheter. The coil was eventually pushed back in the aneurysm with no pt injury reported.

Manufacturer narrative:
Upon product receipt, visual and functional evals were performed. The coil was implanted. The device positioning unit (dpu) passed electrical testing. The most likely root cause of the coil's nondetachment followed by an unintended detachment inside the microcatheter during removal was due to the coil being temporarily captured by the melting detachment fiber. In addition, without the return of the complete detachment system, the sl-10 microcatheter, and the coil used in the procedure, it cannot be determined if these components contributed to the complaint event. It was stated that multiple detachment attempts were performed which would not have changed the complaint event. However, for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends "after the light goes out and the tone stops, detachment of the microcoil from the dpu wire must be fluoroscopically verified by gently withdrawing the dpu wire back approx one (1) mm. Observe if the microcoil has detached. If the microcoil did not detach and no fault light is illuminated or flashing, repeat the steps above. If a fault light is detected, the system ready light is not illuminated (blue dcb only), or there is no detachment after two detachment attempts, replace the dcb unit. If detachment still does not occur, carefully withdraw the entire micrus microcoil system and redeploy a new microcoil system.